Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during priming in peritoneal dialysis therapy. During troubleshooting, it was discovered that a supply bag disconnected without falling. The technical service representative assisted the patient in ending therapy and reviewed proper procedures as per user manual. The patient would complete therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The known cause of this alarm is the supply bag disconnected without falling. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Also included in this report is a use error, failed to follow therapy steps as the patient was connected during priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.